Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Four broken/leaking dacapo powerpacks were received at hq for investigation. To date there have been no reports of user contact with electrolytic fluid or injury reported.

Manufacturer narrative:
Conclusion: the returned devices were visually inspected upon arrival. Mechanically damaged housings were observed. The observed damages did not allow electrical testing to be conducted. The damages to the battery housings were clearly the reasons for the malfunctions of the devices returned by the end-user. This is a final report.

Event description:
Four broken/leaking dacapo powerpacks from the same user were received at hq for investigation (sn: (B)(4). There have been no reports of user contact with electrolytic fluid or injury. This report is for sn (B)(4).